Manufacturer narrative:
The physician verbalized no suspicion of infection at the incision site; however, the patient was administered antibiotics prophylactically. There was no reported trauma that may have contributed to opening of the incision site. Nalu personnel present for the explant report that it appears the lead migrated and was possibly being rejected by the body, pushing out through the incision site. Rejection of the implanted components is a known inherent risk of implantable systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. In (B)(6) 2024 the patient was noted to have the ipg pocketng incision site open with one of the leads exposed through the site. On (B)(6) 2024 the nalu system was explanted due to the open wound and exposed component.